Event description:
It was reported that after cardioversion, the subject pacemaker was showing voo pacing without capture. Upon interrogation, the following message was displayed on the programmer screen: "unknown device or inadequate programming software". Leds on the programming head showed normal behavior when applied above the pacemaker site. Magnet application led to the increase of the pacing rate in voo mode. Reportedly, the patient was kept in observation at the hospital. On (B)(6)2017, the pacemaker was explanted and is not available for analysis (it was given to the patient).

Event description:
It was reported that after cardioversion, the subject pacemaker was showing voo pacing without capture. Upon interrogation, the following message was displayed on the programmer screen: "unknown device or inadequate programming software". Leds on the programming head showed normal behavior when applied above the pacemaker site. Magnet application led to the increase of the pacing rate in voo mode.reportedly, the patient was kept in observation at the hospital. On (B)(6) 2017, the pacemaker was explanted and is not available for analysis (it was given to the patient).